Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for inspection. It was pressure tested, visually inspected, and immersed in a water bath to test for leaks. Results: the pressure test revealed that the expiratory limb was out of specification due to leakage from the patient end connector. This was confirmed when the breathing circuit was immersed in the water bath. Visual inspection revealed that there was not enough glue present in the evaqua limb connector, causing the reported leak. A lot check revealed no other complaints of this nature for lot number 130624. Conclusion: the observed leak was caused by insufficient glue being injected into the evaqua limb connector such that it did not form a permanent seal during the assembly process. The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit state: - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms." The hospital correctly followed our user instructions and detected the leak during the setup check and before use on a patient.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that an rt340 adult dual-heated evaqua breathing circuit failed a leak test on a servo-I ventilator. This was found prior to patient use.